Event description:
The customer reported a leak on the texium secondary set while infusing rituximab on a patient. The leak was discovered on the distal end of the tubing at the connection between the texium valve and the tubing within the IV set. There was no report of delayed medication administration and/or patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Concomitant medical products: baxter 100ml IV bag 0.9% sodium chloride injection usp, lot p333526, exp oct 2016; therapy date: (B)(6) 2015. The customer¿s report of a leak was not confirmed. Visual inspection of the set noted no damage or anomalies. Functional and pressure testing was performed and there was no leaking observed. The root cause was not identified.